Event description:
It was report during a device change out, both ventricular pacing and high voltage lead impedances were out of range. The device was not implanted and replaced. The lead impedance measurements were successful with another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of out of range lead impedance measurements were not confirmed during testing. After replacing the set screws, the impedance measurements were tested on the bench and no anomaly was found. All lead bores were within product specification.